Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the unit had a damaged comb and the handle was not working correctly. The comb, ratchet gear and ball detent were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a damaged comb and a faulty handle. Occurred during repair/corrective maintenance and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.